Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organprolapse and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, neuromuscular. It was reported that patient underwent transvaginal urethrolysis with removal of foreign body on (B)(6) 2008. Mesh was explanted due to obstructive voiding, hesitancy, frequency and outlet obstruction. It was reported that patient underwent mesh removal on (B)(6) 2009 & (B)(6) 2011 due to mesh complications

Manufacturer narrative:
It was reported that the patient had a gynecological procedure on (B)(6) 2008 and mesh were implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and frequency.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Corrected information.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.